Event description:
It was reported that the customer experienced a low blood glucose (BG) level of 53 mg/dL. Cause was not known. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.